Event description:
It was reported that the 8800 system will not start (boot up). There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, reconnected the boards in the workstation with the motherboard. The system was found to be working as intended and placed back into service.